Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. Although the device was not returned for examination, review of the provided radiographs confirm the reported fracture. Review of the device history records did not reveal any manufacturing deviations or anomalies. A complaint database search found additional reported incidents against the reported lps diasphyseal sleeve product code. Review of previous investigations found the following activities occurred: hold order (B)(4) was initiated on july 20, 2012. (B)(4) was initiated to investigate root cause and identify corrective actions. A health hazard evaluation was conducted. The hhe committee recommended elevation to qrb. Ref. (B)(4) for additional hhe details. A voluntary recall was initiated in january 4, 2013 for product codes 1987220018, 198720020, 198720204 and 198720028. On february 22, 2013 the FDA classified this as a class 1 recall. A complaint database search found additional reported incidents against the reported lps diasphyseal sleeve product code. No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Complaint to part 803-22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: stryker acetabular liner. Event: this was used in conjunction with depuy product in this patient.

Event description:
Patient is experiencing pain due to a fractured implant.